Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for investigation. When the generator was powered on, it passed a self-test and loaded to the main application screen successfully. During functional testing, port 1 temperature was observed and stayed at 1 degrees celsius without any rf energy applied. Further investigation revealed that the rf214 temperature compensation board was not fully seated onto the temperature board. The board was reseated and the issue was resolved. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported temperature issue and subsequent procedure cancellation was isolated to the rf214 temperature compensation board not being fully seated onto the temperature board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, port 1 would not reach the appropriated temperature and the procedure was cancelled. Port 1 displayed 0 degrees c while port 2 had a starting temperature between 19-26 degrees c. When using two probes in both ports, port 2 would reach the target temperature while port 1 would fluctuate between 60-91 degrees c. Impedance ranged between 71 and 300 ohms. There were no adverse consequences to the patient due to the cancellation. Simplicity probes were used during testing and the correct temperatures were reached.